Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. A gap/separation was observed between both case halves (on one side of the injector only). No additional damage was observed. The injector could not be actuated due to the atypical positioning of the slider knob on the cam. As the injector could not be actuated, a determination of whether the stent is within the injector could not be made and a functionality test could not be performed. Slider resistance unable to verify since a functionality test is unable to be performed due to the damage observed to the injector. A gap/separation was observed between both case halves (on one side of the injector only). The injector could not be actuated due to the atypical positioning of the slider knob on the cam. The condition of the injector is likely due to complainant handling. Additional, changed, and/or corrected data: d9, h3, h6.